Manufacturer narrative:
The reported incident that titanium bone screws, cross-fit, self-tapping, diam.1.7x12mm, (5/package) was alleged of issue s-11 (breakage during surgery) could be confirmed. Based on investigation, the root cause was attributed to a user related issue. The failure was caused by too high torsional forces in forced rupture mode during the insertion ( or a too small diameter, a too low deepness of the pilot hole or a too hard bone). Investigation summary: one screw broken during the surgery: bone screw, cross-fit, self-tapping, 1.7x13mm and one damaged. Bone screw, cross-fit, self-tapping, 1.7x12mm. Were returned in order to determine the root cause of the failure. The returned screws were examined regarding their dimensions, chemical composition (edx analysis) as well as by light and scanning electron microscopy. The dimensions are in accordance with the specification. The chemical composition of the two screws conforms to the specification - ti grade 4. The investigation shows that the screw (1.7x13mm) broke as a result of too high torsional forces in forced rupture mode during the insertion. The fracture surfaces show the typical flow structures of ductile torsional breakages in turn-in direction. At the second screw the cross-fit was very strongly damaged during the insertion. The thread flanks were also damaged during the turn-in/turn-out of the screw. The root cause of the failure could have been a too small diameter, a too low deepness of the pilot hole or a too hard bone. Indications for material or manufacturing related problems were not found in this investigation. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. If any further information is provided, the investigation report will be updated.

Event description:
The surgeon inserted the screw into the patient bone. Since the patients' bone quality was hard, it was not possible to insert screw. The surgeon added power and the 2 screws broke while inserting them into the patient.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The surgeon inserted the screw into the patient bone. Since the patients' bone quality was hard, it was not possible to insert screw. The surgeon added power and the 2 screws broke while inserting them into the patient.